Event description:
It was reported that there was decline in the pt's hearing performance since (B)(6) 2013. A revision surgery was carried out on (B)(6) 2013, in order to adjust the position of the floating mass transducer (fmt). During this surgery, the conductor link was accidentally severed by the surgeon. The pt was re-implanted in the same surgery with another vibrant soundbridge.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.